Event description:
Because of the medtronic infuse that was implanted inside of my back, I began to have serious problems. Some of the problems include pain, mental anguish, or the fear that I will have to undergo additional surgeries.